Event description:
Event description cpi received information that the rate sensing portion of this endotak transvenous defibrillation lead was removed from service due to an insulation break. The patient had vf episodes in sinus rhythm but no shock was delivered. A break was found in the is-1 connector. The physician elected to implant a new rate sensing lead.